Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have blade damage at its base and middle. Both blade edges were damaged. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Common causes of the failure mode mechanical indentations/burrs instrument blades are attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument, or misusing the instrument, or through collisions with other instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.